Event description:
This is report 2 of 3 for the same event. It was reported that during a revision surgical procedure to replace a broken implanted plate, it was observed that the radiolucent drive device stopped rotating during drilling of the cortical bone. According to the report, a new plate device was inserted for re-fixation after the removal of the broken plate. When the surgeon was attempting to drill the second hole on the most distal side for distal locking, it was observed that the drill bit device, when in use with radiolucent drive device, could not drill the cortical bone ¿well.¿ it was further reported that the devices ¿finally stopped rotating¿. It was clarified that the attachment device and the drill bit device were removed from the radiolucent drive device, and the radiolucent drive device functioned properly. The surgeon retried with the ¿drill assembly¿ and was able to drill through the second hole successfully. However, it was reported that the same alleged malfunction occurred when the surgeon attempted to drill the fourth hole and the ¿drill become dysfunctional.¿ it was reported that a spare device was available for proximal use to complete to the procedure. There were no delays to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
The surgery was extended for ten minutes.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the DHR showed nothing out of the ordinary from the manufacturing process and passed the dimensional inspection for lot u113727. There were no quarantine issues during the manufacturing process for this lot. I reviewed the raw material certifications in the device history record and verified the material to be (B)(4). The hardness check¿s within print specification ((B)(4)). A manufacturing evaluation was completed: visual inspection did not reveal any faults or irregularities. The drill bit is not affected by the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.